Manufacturer narrative:
The explanted trial leads were discarded by the facility. Additional suspect device: sc-2316-50e, infinion 16 trial lead kit 50cm, serial number (B)(4).

Event description:
A report was received that the patient underwent a trial procedure without incident. When the physician removed the needles after lead placement the patient would not stop bleeding from one of the needle sites. Pressure was held for a long time and the patient continued to bleed from one needle site. Ice was placed over needle site while holding pressure. The leads were secured and a pressure dressing was applied to the bleeding area. When the patient got up it was noticed that he had weakness in his legs. The patient was taken to an exam room where the patient continued to get worsened weakness in his legs. Ems was called to transfer the patient to the emergency room and the trial leads were removed. Further testing was done which confirmed that there was a clot in the epidural space that needed to be removed. The physician evacuated the clot in surgery and the patient has regained normal feeling of his legs again.